Event description:
Fire dept personnel were treating a pt who required defibrillation. A total of six defibrillation attempts were made. The reporter alleged that the last three defibrillation attempts were not delivered to the pt. Reportedly, the device displayed energy not delivered on the monitor screen. This was accompanied hy a lack of muscular skeletal response from the pt when the last three defibrillator attempts were made. The pt was transported to the emergency dept. The reporter stated that the device did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability.